Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a damaged battery cap. This report is made based on results of investigation completed on (B)(6) 2018